Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with associated fault ID and customer had experienced at least three occurrences of same malfunction on this pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.